Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on using the button effectively and decided to replace the pump. The caller was informed to use manual daily injections as a backup therapy until the replacement was received and was guided on proper return procedures for the faulty pump.